Manufacturer narrative:
Further investigation identified that this reported incident was a duplicate of the incident reported under MFR report#: 0001831750-2023-00314 / (B)(4).

Event description:
It was reported that the siderail broke and collapsed leading to a patient fall and unspecified injury. Further investigation identified that this reported incident was a duplicate of the incident reported under MFR report#: 0001831750-2023-00314.

Event description:
It was reported that the siderail broke and collapsed leading to a patient fall and unspecified injury.